Event description:
The patient presented to the clinic due to frequent therapies. Upon interrogation the device was in a bvvi mode. The patient was going in and out of vf and some external defibrillation was received. A power on reset had occurred. Battery depletion was discussed due to the excessive charging. The patient decided not to have the device explanted. The patient is a dnr.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.